Event description:
Reporting status: malfunction. Reporting rationale: shaft separation is likely to cause or contribute to patient injury; dislodged stent has previously caused or contributed to patient injury. Device issue: separated shaft/dislodged stent. It was reported that during insertion of a promus stent delivery system (sds), in a very calcified lesion using force, the shaft was broken in the middle. The sds was withdrawn completely and a second promus stent was attempted; however, the shaft of this promus sds also broke in the middle. The devices were not able to cross the lesion. No patient effects were reported. No additional information is available. (B)(4). The analysis of the returned device also revealed a dislodged stent.

Manufacturer narrative:
(B)(4). (B)(4): results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. The second promus everolimus eluting coronary stent system indicated is being filed under MFR # 2024168-2009-02139. Evaluation summary: visual quality assurance analysis revealed the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast on the balloon and on the distal shaft. The stent implant was dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The hypotube and jacket were separated, 20.8 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There were four kinks in the hypotube, 18.5 cm and 20 cm distal to the strain relief tubing and 1 cm and 15.5 cm distal to the separation. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met manufacturing criteria. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.